Event description:
It was reported that patient in clinical study underwent left total hip arthroplasty in 2002. Subsequently, patient underwent revision procedure in early 2007, due to radiolucency identified around the cup shell and screws.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.